Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gynecological. According to the reporter: as a result of having a mesh implanted for a pelvic organ prolapse, the pt allegedly experienced pain and has sustained permanent injury and has undergone or will undergo corrective surgery or surgeries. Additional information from importer report: it was reported by the pt's attorney that as a result of having the mesh implanted the pt has experienced significant mental and physical pain and suffering, and has permanent injury and substantial physical deformity and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Exemption number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of symptomatic female pelvic support disorder associated with genuine stress urinary incontinence. It was reported that after a procedure where this device was implanted, the patient experienced experienced significant mental and physical pain and suffering, and has sustained permanent injury and substantial physical deformity and has undergone or will undergo corrective surgery or surgeries.